Manufacturer narrative:
MFR ref no (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and supplemental report will be submitted.

Event description:
It was reported that while in use on a patient, a spectrum infusion pump delivered a "lipid" quicker than what was programmed (infusion parameters unk). Any patient injury is unk at this time.